Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified volume of an unspecified medication. It was reported that during priming of the tubing set, an unspecified volume of solution leaked from an unspecified location of the tubing set. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.